Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 3 of 5. The technical service representative (tsr) explained the alarm. The technical service representative (tsr) instructed the home patient (hp) to end therapy. The tsr assisted with troubleshooting. The hp would do manual drain and then call their nurse in the morning. The tsr assisted the hp with ending therapy. The home patient (hp) contacted baxter for a follow up regarding reported problem. The hp stated that evening they just end therapy for the night. The hp stated they left a message for the nurse regarding the reported problem. The hp stated there was nothing unusual noticed with the setup that could have caused the alarm. They stated they have not had any problems since then. This writer recommended they try contacting their nurse again regarding the reported problem. The hp stated they do not have any form of samples available for evaluation nor do they currently recall the lot number. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.